Manufacturer narrative:
Product codes - foz;ljs. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a patient has experienced trouble with bulging on the portion of the line from the stabilizer to the clave on a cook spectrum hyperalimentation double lumen cvc device used for long term nutrition supplementing. This incident has occurred twice and has resulted in the surgical replacement of the device. The second event is captured in another MDR with the patient identifier: (B)(6). The patient has reported that no infections have occurred at the time of this report. Further questions regarding patient information and event details have been requested but are unavailable at the time of this report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. A review of the documentation including the complaint history, instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be completed due to a lack of lot information from the user facility. It should be noted that one other related complaint from the same patient with the same failure mode was reported at the same time as this event (mfg. Report reference #: 1820334-2019-02344). There is no evidence to suggest that non-conforming product exists either in house or in field at this time or that the device was not manufactured to specifications. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "-do not power inject contract medium through catheter. Cather rupture may result. Use of a 10ml syringe or larger will reduce the risk a catheter rupture. -under the heading catheter maintenance the following is included: -catheter entry site must be prepared and maintained in a manner consistent with standard procedure for central venous catheterization. After catheter placement and prior to use, tip position and lumen patency should be confirmed by free aspiration of venous blood. If blood is not freely aspirated, catheter tip position should be immediately reevaluated by physician. If catheter is not to be used immediately, its lumen should be maintained by a continuous saline or heparinized saline drip or locked with heparinized saline solution. -catheter heparinization should be determined by institutional protocol and clinical judgment. Heparin concentration of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Heparin lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin lock. -to prevent damage to injection cap and catheter, 1 inch or shorter needles should be utilized for solution administration or flushing. Strict aseptic technique much be adhered to while using and maintaining catheter." Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be established. The appropriate personnel will be notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.